Manufacturer narrative:
Device identification and device manufacture date: additional information. Manufacturer's investigation conclusion: the reported low speed alarms were confirmed via the log file data provided by the account. The submitted log file contained data spanning from (B)(6)2019 at 15:25:17 to (B)(6)2019 at 10:02:16, per the timestamp. Low speed alarms were captured on (B)(6) beginning at 08:54:25 while the system was supported with the power module. No other notable alarms were recorded. Based on our complaint history and similarly reported events, the data captured in the log file is consistent with a potentially compromised wire within the patient¿s driveline; however, a specific cause for the low speed alarms cannot be conclusively determined through this evaluation. The patient was to be monitored in an outpatient setting by the center and no additional symptoms or changes in pump parameters have been reported by the patient at this time. The patient remains ongoing on the device. The heartmate ii lvas IFU and patient handbook contain information on caring for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time.

Manufacturer narrative:
The approximate age of device: 3 years and 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pump speed decelerations were observed by patient and confirmed by technical services upon review of log files. Patient experienced headache and dizziness. It was reported that the patient¿s lactic dehydrogenase (ldh) has remained stable around 250 u/l for the past couple months and that the patient is stable at home. The patient has not reported change in parameters. No additional information was provided.